Manufacturer narrative:
The maquet (B)(4)found that one washer was missing, enabling the retaining clip to get worn over time and allowed the spring arm to slide down. He was able to repair the device and secured it with a new washer and new retaining clip. The correct assembly directions are in the angenieux installation manual. Additionally, the angenieux annual maintenance program requests to verify the position of the secure clip and the plastic ring. Maquet sas is not the primary maintenance provider of this device. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During a maintenance, a maquet field service technician (fst) found the spring arm of the ax10 not correctly attached to the main arm. No injuries were reported. (B)(4).